Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73f1800265 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip cannot be pre-fired when the 3rd one is used. The jaw of the applier cannot be closed during laparoscopic hepatectomy. Several clips were used with the same defect. The doctor stopped using the applier and replaced it with single clips. The patient is fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the indicator clip partially loaded incorrectly into the jaws as it was stuck in the rotation tab. The indicator clip indicates that no more clips were returned in the device. The sample appears used as there is biological material present on the device. Seven loose clips were returned open. First, the indicator clip was manually removed from the jaws. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. As expected, no clip fired since no clips were remaining. The sample was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. Although no clips were remaining to test, the broken ratchet could prevent the clips from properly loading into the jaws. The sample was disassembled to inspect the ratchets. Upon disassembly, two more clips were found inside the handle and trigger. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further investigate this issue. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "automatic clip applier malfunction" was confirmed based upon the sample received. One device was returned. Upon functional inspection, no clips were remaining in the device. However, the device was found to have broken internal ratchet ears which could affect the end user's ability to properly load and apply clips. The device was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. Although no clips were remaining in the returned device to confirm loading issues, the broken internal ratchet ears could cause issues with the loading of the clips. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further investigate this issue.

Event description:
It was reported that the clip cannot be pre-fired when the 3rd one is used. The jaw of the applier cannot be closed during laparoscopic hepatectomy. Several clips were used with the same defect. The doctor stopped using the applier and replaced it with single clips. The patient is fine.